Event description:
The initial reporter received questionable high vitamin d total g2 results for three patient samples from cobas 8000 cobas e 602 module serial number (B)(4). Sample 1 initial result was >100 ng/ml with a data flag and the repeat result was 77.3 ng/ml. Sample 2 initial result was >100 ng/ml with a data flag and the repeat result was 57.7 ng/ml. Sample 3 initial result was >100 ng/ml with a data flag and the repeat result was 41.3 ng/ml. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The field service representative could not find a cause. He verified the analyzer was performing within specifications. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers.

Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall. Correction removal report number has been updated.